Manufacturer narrative:
Product code : ntn. Initial reporter address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spy discover catheter was used in the biliary tract during a percutaneous transhepatic cholangiography (ptc) procedure performed on (B)(6) 2022. On (B)(6) 2022, the spyglass discover catheter was advanced to the target and the target lesions or stones were visualized. A guidewire was used to advance the spy discover catheter during the procedure. A dilatation balloon was used and the biliary stones was cleared using an autolith for lithotripsy. A 10f intraductal drain remained in place for the safety of the patient. On (B)(6) 2022, the patient experienced moderate sepsis with fever and presence of high inflammatory markers (white blood count, procalcitonin, pcr) and on blood test results. The patient was hospitalized and antibiotics were administered (tazocin).

Manufacturer narrative:
Additional information: block b2 (outcomes attrib to adv event), block b5 (describe event or problem). Block h6 (impact codes). Block d2b: pro code ntn. Block e1 (initial reporter address 1): (B)(6). Block h6 (patient codes): the patient code e0306 captures the reportable event of patient sepsis. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spy discover catheter was used in the biliary tract during a percutaneous transhepatic cholangiography (ptc) procedure performed on (B)(6), 2022. On (B)(6), 2022, the spyglass discover catheter was advanced to the target and the target lesions or stones were visualized. A guidewire was used to advance the spy discover catheter during the procedure. A dilatation balloon was used and the biliary stones was cleared using an autolith for lithotripsy. A 10f intraductal drain remained in place for the safety of the patient. On (B)(6), 2022, the patient experienced moderate sepsis with fever and presence of high inflammatory markers (white blood count, procalcitonin, pcr) and on blood test results. The patient was hospitalized and antibiotics were administered (tazocin). Additional information was received on june 17, 2022: the physician stated that it is typical to hospitalize patients as standard of care for four to five days and that there was no delayed discharge due to the event.